Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that approximately 1.5 months after vns implant, the patient underwent vns explant due to infection. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution. No unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently stated that the vns was implanted for 1.5 months instead of 3.5 months.

Event description:
The vns was actually implanted for ~3.5 months before being explanted due to infection. No additional relevant information has been received to date.